Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon inserted a 12.1 mm vicmo12.1 implantable collamer lens, -08.50 diopter, in the patient's right eye on (B)(6) 2015. The lens was explanted on (B)(6) 2016 due to low vaulting. The lens was exchanged for a longer lens and the problem was resolved.

Manufacturer narrative:
The reporter indicated that the surgeon inserted a 12.6mm vicmo12.6 implantable collamer lens, -10.0 diopter, in the patient's right eye (od) on (B)(6) 2016 and the lens tore/broke during delivery/injection into the eye. The lens was removed and replaced with another lens of the same model/diopter, and the problem was resolved. As of (B)(6) 2016, patient's post-op best-corrected visual acuity was 20/20. Device evaluation: the lens was returned dry in a lens case/vial. Visual inspection found that the haptic was broken. Conclusion code: - as per dfu for this lens model, vicls are contraindicated for patients under 21 years of age. (B)(4).